Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to an unspecified procedure, four ncircle tipless stone extractor¿s were unable to be used. After opening the package, three baskets were found to deformed (reference patient identifier (B)(6)) and one basket wire was found to be broken on the fourth device (reference patient identifier (B)(6)). The procedure was completed with another same type of device of a different lot number. The complaint devices did not make patient contact. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Corrected information: d4 (primary UDI number). Investigation ¿ evaluation. As reported, prior to an unspecified procedure, four ncircle tipless stone extractor¿s were unable to be used. After opening the package, three baskets were found to deformed (reference patient identifier (B)(6)) and one basket wire was found to be broken on the fourth device (reference patient identifier (B)(6)). The procedure was completed with another same type of device of a different lot number. The complaint devices did not make patient contact. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, manufacturing instructions (mi) and instructions for use (IFU), as well as functional testing of the returned device, were conducted during the investigation. Three reported deformed baskets and one reported broken wire basket were returned in an open package with label. A functional test conducted showed the handle on all four devices actuated the basket. Three had deformed baskets when deployed. The distal tip of each green sheath was also bent/deformed. On the fourth device, a basket wire has been pulled free from basket cannula that secures the proximal ends of the wire in place. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode (deformation) and one related non-conformance that could have contributed to the reported failure mode (broken basket wire). It should be noted that the non-conforming product was scrapped prior to lot release and controls have been established for the basket, each device is tensile tested. A complaint history database search showed three other related complaints associated with the failure mode (basket sheath damage) and one other related complaint associated with the failure mode (broken basket wire) for the complaint device lot. It should be noted that due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Cook also reviewed product labeling. The IFU packaged with the device provides the following information related to the reported issue (deformation): 'precautions: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' The IFU packaged with the device provides the following information related to the reported issue (broken basket wire): 'precautions: the device is conductive. Avoid contact with any electrified instrument. Enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, inspection of returned device, and the results of the investigation, cook has concluded that the nature and cause of the issue could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.